Manufacturer narrative:
Due to character restrictions in block e1 event site name: chu cavale blanche brest . A supplemental report will be submitted upon completion of our investigation.

Event description:
As part of post-market clinical follow-up (pmcf) registry for vxt and flixene grafts the following adverse event information was provided regarding a vxt graft. The reported information stated that the patient implanted with advanta vxt graft had developed motor weakness, significant swelling, and tension in the muscle compartments, particularly the posterior compartments. Occlusion was observed in the imaging performed and thrombectomy was performed of the leg arteries.

Manufacturer narrative:
Due to character restrictions in block e1. Event site address: (B)(6). Updated fields: b4, b7, e1, g1, g3, g6, h2, h6, h11.

Event description:
N/a.